Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's recharging too often and not going past the 50% mark was determined that the recharging was within the guidelines, but the patient still felt it was too long. The patient's weight at the time of the event was unknown. The explanted ins was discarded. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often. The patient stated that they were recharging for 4 hours but the ins never went past the 50% mark. The ins was replaced. No symptoms were reported. No further complications were reported/anticipated.